Event description:
It was reported to covidien on 12/4/2009 that a customer had an issue with a hemodialysis catheter. The customer reports seeing an air leak in the extensions of the silicone catheter less than a month after it was inserted. Catheter needed to be removed and was replaced on (B)(6) 2009. No reported ill effect to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.